Event description:
The patient contacted animas on (B)(6) 2013, reporting that on (B)(6) 2013, she a low blood glucose (bg) episode. The patient stated that she was at her son's house and bg was around 200mg/dl during the day which was normal for her. The patient stated she then tested her bg before 5pm and it was 419mg/dl so she bolused 10.30 units ezbg which was confirmed in the history. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient stated that she had eaten dried strawberries but didn't eat as much protein as she should have. The patient stated she had no signs/symptoms of elevated bg. The patient stated that she drove home, sat down, her son texted her and then could not recall anything after that. The patient reported that she felt no signs and symptoms of low. Her son called the neighbor to go over and the neighbor found her sitting in the chair, calling her but she was not able to respond. 911 was called and the patient was given a glucagon shot and her bg was 45mg/dl. The patient stated she guesses the time period between 419mg/dl bg and 45mg/dl bg was three hours. She was not brought to the hospital, her bg increased to 119mg/dl. She drank cranberry juice and ate eggs. The patient stated that she was told that she has hypoglycemia unawareness. The patient is not implicating the pump in low bg. Customer support went through troubleshooting and all pump settings were correct. Troubleshooting indicated that all basal rates were correct. The patient stated her time was off by one hour because she did not adjust for daylight savings. The patient stated that this will not affect her insulin dosing because she gets the same basal rate all day. The patient stated that she believed that her isf and ic ratios needs to be adjusted by her healthcare professional. The patient stated that she has a history of cardiac disease. Although no specific evidence of pump malfunction, defect, or misuse was detected, this...

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.